Event description:
A 12 french kimberly-clark mic key low profile gastrostomy feeding tube was surgically placed in the pt. The balloon was filled per MFR's instructions. On post-op day #1, the balloon ruptured and the feeding tube came out, thus leading to another surgical procedure.